Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient¿s ipg had migrated. Surgical intervention took place wherein the ipg was explanted, replaced and sutured to the top of the pocket to address the issue.